Manufacturer narrative:
(Other): stitching on the strap netting coming apart. Results (other): the strap on the top right-side is broken. Conclusions: no conclusion can be drawn.

Event description:
It was reported that on a posey restraint net-nylon model 8115 the stitching on the top strap netting is coming apart. No pt injury reported.